Event description:
This is submitted for inability to remove the lock line during the attempt to deploy the clip (10357405/(B)(4)), and the hole (tissue damage) in the leaflet, which required the use of an additional clip for treatment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The transseptal puncture was performed, but in a membranous area of the septum, so it was repeated. The mitraclip system was prepared per the instructions for use (IFU), with no issues. The first clip delivery systems (cds 10357405/(B)(4)) was inserted and advanced without issue. During deployment of the clip, the lock line was pulled per the IFU. There was no resistance noted un-wrapping the lock line. The ends were not twisted, and no resistance during the movability test. The lock line was removed slowly; however, after approximately 20cm was removed, the lock line became stuck. It was noted that there were no unusual signs or resistance prior to this, and no knots observed. The other end of the lock line could not be pulled, as it was now inside the cds. The physician attempted to pull the lock line with limited force, but the lock line could not be removed. Fluoroscopy showed that the clip arms were now partially open to 120 degrees; therefore, the physician closed the clip, and decided to remove the cds, and not deploy this clip. The clip arms were inverted and the clip was pulled back into the la. The clip was closed and retracted into the guide without resistance, then removed from the patient.

Manufacturer narrative:
(B)(4). Correction: on manufacturer report follow-up #1, it was inadvertently noted that the device was not returned. The clip delivery system was returned and analysis of the returned device was included on that report.

Manufacturer narrative:
(B)(4). Evaluation summary: failure analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The clip delivery system (cds) was returned consistent with preparation of the device, the reported use of the device and post procedure handling. The hypotube with the unobserved lock line was removed in an attempt to locate the other end. Upon removal, the other end of the lock line was identified, and a 1mm knot was noted from that end. The lock line was then able to be removed from the knotted end without resistance. Based on the evaluation of the returned device, the cause for the reported inability to remove the lock line/mechanical jam was due to the observed knot in the lock line which was caught at the end of the lumen coil. Potential causes for lock line knots can include, but are not limited to, manufacturing anomalies or procedural conditions/user technique during lock line removal. With respect to the user technique/procedural conditions, knots in the lock line may be influenced by the user while removing the plastic cover/polyimide tubing from both ends of the lock line and unwrapping them or the line becoming twisted upon removal. In this case, given the size and location of the knot, it is possible that the lock line became knotted at the end after the unwrapping process and during removal and therefore contributed to the inability to remove the lock line; however, this cannot be confirmed. Based on the information reviewed, the inability to remove the lock line/mechanical jam appears to be the result of the observed knot; however, a definitive cause for when and how the knot formed could not be identified. There does not appear to be any evidence of a product quality deficiency associated with this device. The patient effect of worsening mr and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Although a definitive cause for the tissue damage and the relationship to the device, if any, cannot be determined, the reported mr appears to be related to the new eccentric jet caused by the small hole in the pml. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). After removal, a new eccentric jet was visible due to a small hole in the posterior medial leaflet (pml). The mr had increased; however, it is unknown to what degree. A second cds was advanced and implanted, which reduced the mr to 3. A third cds was advanced for treatment of the new jet and the hole in the leaflet. This clip was implanted at the position of the hole in the pml, but only slightly reduced the new eccentric jet. The mr was reduced to 2-3. There were no difficulties noted with the implantation of the two clips; however, no major reduction in mr could be achieved. The physician noted that the transseptal problems had no connection to the deployment/lock-line problem and the consequences of the lock-line/deployment problem. No medication was given to the patient. The patient was in a stable condition before, during and at the end of the procedure. No additional information was provided. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.